Event description:
It was reported that doctor performed the arthroscopy and he started to repair the acl. He put the guide in c on the tibial side and it was put it in the corresponding part, the motor with the 2.4 guide was passed, doctor passed it through the guide in c, the guide was removed and the drill for the femur was passed according to the diameter of the graft. They were starting to pass the drill when the guide of 2.4 was broken, leaving a piece inside the bone, one hour was necessary to remove the broken piece, finally all the piece was removed from the patient. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 7207220 2.4 x 432mm (17¿) trocar passing pin returned. The complaint stated: ¿as reported: we started surgery, doctor performed the arthroscopy and he started to repair the acl. He put the guide in c on the tibial side and I put it in the corresponding part, then I passed the motor with the 2.4 guide, he passed it through the guide in c, the guide was removed and the drill for the femur was passed according to the diameter of the graft. We were starting to pass the drill when the guide of 2.4 was broken, leaving a piece inside the bone, one hour was necessary to remove the broken piece, finally all the piece was removed from the patient.¿ this is a single use passing pin instrument. The pin has severed into two segments. Visual inspection shows the length of the pin portion has a clean shear cut as if by saw, drill or other extremely strong and sharp instrument. There is blackened or ash-like burnt and bio matter attached to the cut portion. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacturing of this device was confirmed.